Manufacturer narrative:
(B)(4). The sample was not available for evaluation. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a continu-flo solution set had air in the line. The air was noticed when priming the set. The user reported the loss of 1 - 2 ml of solution when priming, since the set could not be used. Additional information was requested and is not available.